Event description:
Customer reported that pump battery was not charging, and the pump screen remained dark. Due to the inability to view the screen, the customer could not confirm if blood glucose levels exceeded 500 mg/dl. However, there was no adverse impact reported on the customer's blood glucose level. The customer tried multiple methods to resolve the issue, including using different wall outlets and cables, but ultimately, the pump only began charging after assistance. As a precaution, the pump was set to be replaced by tandem technical support. In the meantime, the customer opted to use multiple daily injections to maintain insulin delivery.